Manufacturer narrative:
It has now been reported that the patient developed skin necrosis in (B)(6) 2015 and subsequently was hospitalized (duration not reported). The patient was treated with injectable antibiotics (exact date not reported) and revision surgery to reposition the implant was performed. On (B)(6) 2015, the patient underwent flap revision surgery. This report is submitted on april 27, 2017.

Manufacturer narrative:
This report is submitted on march 30, 2017.

Event description:
Per the clinic, the patient experienced skin problems at implant site, subsequently, the device was explanted in 2015 (specific date not reported).